Manufacturer narrative:
A lead revision was performed were this lead was surgically abandoned and a new lead was successfully implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead triggered the lead safety switch on the device. Out of range impedance measurements were observed in both bipolar and unipolar pacing mode. A lead fracture was suspected. The patient was reportedly in atrial fibrillation and is paced 80 percent in the rv. Oversensing was observed and stored as ventricular tachycardia episodes. No adverse patient effects were reported.